Event description:
Drug/diluent: unk. Fill volume: not applicable. Flow rate: not applicable. Procedure: repair of pectus excavatum severe. Cathplace: chest. (Ref.# 2026095-2012-00164/(B)(4)). Nurse reported that two t-peel sheaths from the pump broke into pieces. Per a medwatch that was sent to our facility, it stated that a second tear away sheath was used and it broke apart; however, no pieces were in the pt. The pieces were kept in a specimen cup along with the packaging for the product.

Manufacturer narrative:
Method: sample has not yet been received, but was reported to be available. Results: without the actual product, an analysis cannot be conducted. Conclusions: the sample will be evaluated when received and a follow-up report will be filed. The model and lot number reported by the complainant belongs to the on-q pump and not the sheath. At this time the lot and model number are unk.